Event description:
The manufacturer received information alleging a ventilator low power alarm occurred and the device turned off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power board was replaced to address the issue.